Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 72-year-old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. Underlying medical history was not shared. The day of pump insertion the team observed red tinged urine. The team was trying to reduce the afterload, as the systemic vascular resistance (svr) was brought down to 1430 after being elevate above 1800 for a number of hours. The pump was noted to be in appropriate position in the left ventricle and not in contact with mitral apparatus. No hemolysis was diagnosed nor was any organ damage noted. The impella cp remains on for support despite the hematuria seen on day of implant. The pump is functioning as expected, p-2 with 1.8l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
Pdi (hematuria) : the cause of the injury was not determined due to insufficient clinical details.